Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Patient age is approximate; patient is in their 60's. (B)(4).

Event description:
A peripheral orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a heavily calcified lesion in the superficial femoral and popliteal arteries. The oad was operated on low, medium, and high speed for two treatment passes each. The oad was exchanged for a balloon, however the balloon was unable to cross the lesion. Balloon angioplasty was performed on the proximal side of the lesion and then was exchanged for a workhorse wire and non-csi catheter. The catheter was also unable to cross the lesion. To troubleshoot, the user attempted to remove the viperwire. However, the radiopaque portion of the wire did not move when observed on imaging; the wire had fractured. The 20 cm fragment was snared, and the procedure was completed. In the opinion of the physician, the wire fractured when attempting to advance the balloon across the lesion.